Event description:
It was reported that the customer went to the emergency room with a blood glucose level of 400 mg/dl. The customer received intravenous fluids of saline treatment, which resolved the issue with no permanent damage. The customer was released later the same day. During troubleshooting with tandem technical support, the customer acknowledged missing a meal bolus, and technical support advised proper bolus administration for meals.